Manufacturer narrative:
On 04 march 2016, the r&d project manager performed a preliminary investigation and commented as follows: slippage of the driver from the setscrew, and consequent damage/deformation of the driver itself, can occur as a consequence of improper coupling (incomplete engagement of the hex) or incorrect manoeuvre (e.g. Leverage/bending applied to the instruments while tightening). Concerning the first hypotesys: the setscrew and driver coupling is based on a hex 4mm, which is a standard connection for such applications. A laser marking on the drivers allow to verify, when it's coupled with the countertorque, whether the hex is engaged deep enough in the recess of the setscrew. The height of the setscrew itself (which corresponds to the depth of the recess) was designed as low as possible consistent with the requirement of a low-profile implant. Concerning the second hypotesys: the final orientation of the pedicle screw head, the width of the surgical incision and the length of the instruments can affect the forces unintentionally applied to the instrument (driver) when the tightening torque is applied. The length of the instruments was defined during developement to allow the use in every situation (e.g. Complex anatomy, potential interference with other instruments - compressors and distractors - and obese patients). Validation of the implants and instruments was performed by means of cadaver workshops performed by experienced surgeons. However, a shorter version of the involved instruments (both countertorque and driver) is under development to reduce the possibility of unintended manoeuvres and lateral forces during tightening, thus preventing similar events. Additional information received on 14 march 2016 and includes: the surgeon used the counter torque for arm (code 03.51.10.0064). On 14 march 2016, the r&d project manager performed a visual inspection of the retrieved items and commented as follows: the instrument tip is a little bit damaged but it is allowed in any case to engage and clamp the setscrew at the forced predetermined. A functional clamping test was performed (9nm) with both instruments using a countertorque (03.51.10.0064) without any problem. A possible instrument use error due to limited instruments manageability. A new version of the involved instruments is under development in order to improve the tolerance and add coating on the tip to overcome these failures. In addition to that, shorter instruments (final lightener & counter torque) will be developed which should help as well. On 14 march 2016, the r&d director commented as follows: these instruments work well if we use them on a sawbone despite of the slight deformation on the tip. However, in practice they sometimes apply compression while they do the tightening step. In this particular case it can happen that the instrument isn't perfectly engaged into the set screw and therefore strip during the final tightening step. One of the reason could also be the length of the instrument which makes it a little bit more sensitive regarding the reported failure mode. Batch review performed on 03 march 2016. (B)(4). On 15 march 2016, a final report (mentioning all the information here above) was sent to the initial reporter and the case was closed.

Event description:
When the surgeon tried to tighten the set screw up to defined torque, the tip of 9nm torque limiter set screwdriver was slipped from the set screw. Then the surgeon found the driver tip was deformed. He replaced deformed driver with another, but the tip was slipped and deformed again. The surgeon finally tighten 4 set screws in this surgery, but he had the same experiences while tightening 3 set screws. Finally 2 drivers' tip were deformed. The surgery was prolonged about 30 minutes.